Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had foreign material in the nozzle and the distal cover was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the nozzle could not be established. However, the most probable cause of the distal cover being burnt is that a high-energy treatment tool (such as a high-frequency instrument) was used without maintaining a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use. Specifically gastrointestinal videoscope olympus gif-xz1200 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope and gastrointestinal videoscope olympus gif-xz1200 operation manual chapter 4 operation: 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.